Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the surgeon replaced the reload. With the new reload, the handle was locked and the device broke down. The procedure was completed using a new device. There was no injury to the patient. There was no reinforcement material used. Additional information has been requested but not yet received.